Event description:
This is report 1 of 1 for file (B)(4).

Event description:
According to the reporter, the surgeon discovered a large piece of metal broken off the cutting edge of the bolt cutter. It is not known if there was patient involvement when bolt cutter broke.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The manufacturing visual evaluation noted that one of the cutting edges was broken off the device. The investigation determined that too much force was applied to the tips causing one to break or the cutter was used to cut the wrong rods. Product development evaluation received a rod cutter with a large chip on one of the cutting surfaces. The rod cutter did not operate smoothly and required above normal forces to open and close the jaws. The center screw held the 2 halves of the instrument together, which was protruding, and the upper pivot points (near the cutting surface) were loose. This damage was indicative that the instrument was potentially disassembled in the field. (B)(4). Given the lack of information in the complaint description, it is unclear what was being cut at the time of the event. This investigation found the reported condition to be indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.